Event description:
General report received of an undocumented number of undocumented incidents of cassette alarms occurring in the ICU. The cassette alarms were occuring at start-up with the initial pump test. The sets were changed to clear the alarm. There were occurrences where the set needed to be changed up to four times in order to clear the alarm. No reports received of delays in critical therapy. No reports received of adverse pt effect. Add'l pt info was requested, but no further info was available.